Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient noted they have issues with it and it is terribly troubling. Patient was getting shocks and alerted their physician, and they told patient it could happen when entering security devices at buildings. The shock would take patient to their knees. Patient was able to enter the buildings in question through a different entrance. Patient stated they had considerable pain over time right where it was implanted and then it started moving around and then it immobilized the patient, and they could not move. Patient initially planned to have the interstim removed in 2021 but it postponed due to a rise in covid cases. Patient ended up getting the interstim removed in (B)(6) 2022. Patient's current managing practitioner referred patient to the therapy to see if patient has nerve damage or something. Patient reported when the problems started occurring the patient was not getting the answers they needed. The patient is still having brutal pain even though it is less intense, and the pain is working the way around the upper hip. Patient cannot do their housework without stopping because of the pain. Patient reported they previous could be casually lying down and moved their foot and the pain went right to the incision. Now it won't do that anymore. Patient has to favor one side of their body due to the pain. Agent discussed known adverse events per patient inquiry and recommended patient continue to seek medical attention to address the cause of the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.